Manufacturer narrative:
Unknown/asked but unavailable. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's vision was not crisp, had blurry distance vision, and glare at night after the implantation of the tecnis eyhance intraocular lens (iol) in the patient's right eye. The patient's outcome was myopic. The symptoms were first reported to the surgeon at 1 day post-operative (op) visit. Visual acuity (va) pre-op: 20/30 -2 and va post-op: 20/30. Lasik was done status post, but the patient's vision did not improve. Thus, an explant was performed. The incision was enlarged, however, sutures and a vitrectomy were not required. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: return to manufacturer: 3/16/2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues related to or could have contributed to visual issues were observed. No handpiece was received as part of this return therefore, no product evaluation could be performed on the handpiece. The complaint issue was not confirmed. Based on the investigation results, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.